Event description:
It was reported that approximately 9 months post implant of a bifurcated device, limb extension and a suprarenal aortic extension, the patient was brought back to the hospital to seal a distal endoleak. A computed tomography scan also revealed a separation between components. The physician treated the patient with an additional two extensions to bridge the right side of the limb. Pictures were taken afterwards, but blushing still presented in the sack. A pigtail catheter was used inside the graft, and fast filling presented. However, two oblique views determined there was a hole in the graft. Therefore the physician chose to balloon and reline the graft, and the leak was sealed. The patient tolerated the procedure well. Additional note: during deployment there was trouble releasing the contract wire to remove the limb.

Manufacturer narrative:
Based upon the investigation findings, the reported event is confirmed based on clinical assessment. There were suboptimal medical records and imaging studies provided for this assessment. Product use might have been incongruent due to: the large mural thrombus; iliac diameter >23 mm; the patient's intolerance to contrasted examinations. The patient' use of antiplatelet therapy might have increased their risk for bleeding complications, and might have contributed to this complaint. A left common femoral artery ulceration or dissection one- month post index was substantiated by medical documentation only. The endoleak type iiia (left iliac - stent separation), right iliac endoleak type ib, and the distal main body endoleak type iiib were substantiated. The difficulty deploying the main body was substantiated by medical documentation only; stent deployment in the presence of another stent was a cautionary product use. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause for the type ia and iiia endoleaks is most likely due to vessel anatomy, which was incongruent with IFU. The root cause for the type iiib endoleak is not determined, but possibly due to the presence of mural calcium.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.